Event description:
It was reported that this right ventricular (rv) lead had out of range high pacing impedance and high out of range shock impedance. Technical services (ts) reviewed and noted a fracture in the distal coil conductor and confirmed loss of capture and noisy signals. Also recommended further evaluation for the patient in the clinic. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had out of range high pacing impedance and high out of range shock impedance. Technical services (ts) reviewed and noted a fracture in the distal coil conductor and confirmed loss of capture and noisy signals. Also recommended further evaluation for the patient in the clinic. This lead remains in service. No adverse patient effects were reported. Additional information was received, this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.